Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime and system sensor test and displacement test. However, unit received stuck in the motor error loop during bolus and basal delivery and unexpected restart error alarm confirmed in the history file. No motion sensor test failure alarms noted. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window and cracked case at display window corners.(B)(4)

Event description:
The mother of a customer reported via phone call that her child's insulin pump alarmed motor error while trying to fill the cannula and the alarm cannot be cleared. Customer also indicated that she is able to rewind the pump but a motor error will alarm immediately after the rewind and the pump will not deliver a bolus. Child's blood glucose was 401 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.